Event description:
Mother reported in 7/06 that her child was brushing his teeth when she heard him scream. Blood was coming from the child's mouth. Child was rushed to the hosp. Child's gum was lacerated on the left side of his mouth. He is too young to receive stiches and will not be able to eat solid food for a few days.